Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had issue with this right ventricular (rv) lead. Advocate described it as " the portion of the lead in the right atrium". A boston scientific technical services (ts) representative explained to the caller that patient had no lead in the atrium. All available information indicates that rv lead still remains in service. No adverse patient effects were reported.